Manufacturer narrative:
H6 - health effect clinical code: 4581 - monovision not tolerated. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -4.0/+1.0/146 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports that monovision was not tolerated. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: al the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -4.0/+1.0/146 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports that monovision was not tolerated. Lens was exchanged on (B)(6) 2023 for a similar lens with a different diopter. This resolved the problem. D9: return date: 19-jun-2023. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: problem not resolved after lens was exchanged. Reportedly refractive surprise was observed on (B)(6) 2023. Claim# (B)(4).